Manufacturer narrative:
H11: returned device was cleaned thoroughly and investigated. Functional testing did not confirm any flow issue or increased hydraulic resistance during the test: fibers were found patent and not occluded. No manufacturing quality issue possibly linked with the reported condition was confirmed accordingly. Based on investigation findings, the most likely root cause of the reported event was traced to patient's blood condition. Specifically, patient's hypercoagulable blood likely clotted and reduced the open surface for blood flow in the oxygenator, possibly due to insufficient anticoagulation dosage administered. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H.11. Livanova manufactures the smart perfusion packs. Through follow up, livanova was informed the patient¿s thromboelastography was bad pre-operation: hypercoagulable. Patient was hospitalized for pneumonia prior to surgery. A possibility is that the patient had junk in blood circulation that got caught up in the first oxygenator. The involved device is available for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA has received a report that, during a procedure, customer experienced issues flowing through the oxygenator and attempted to regain flow. According to customer, at 3000 rpm, the flow was 2lpm. Medical team elected to come off pump and change out the circuit. Anesthesia breathed for the patient. New circuit had adequate flow and performance and procedure was completed with no issue. There is no report of any patient injury.